Event description:
USA. Allegedly, a patient who underwent breast augmentation surgery in (b)(6) 2026 presented with early seroma, wound dehiscence, implant extrusion, infection, hematoma, and mild erythema of the right breast. Hematoma evacuation was performed on (b)(6)2026, and subsequent explant surgery was required. The investigation is ongoing.

Manufacturer narrative:
As stated in literature: "Breast prostheses are no different from any foreign material implanted into the human body in the sense of triggering a protective immune reaction from the host. This ¿foreign body response¿ (FBR) is universal and ideally removes or otherwise surrounds the ¿irritant material¿ with ¿brous tissue to prevent unwanted immune sequelae. A capsule around a breast implant is, therefore, a necessary mechanism of body defense, but if excessive it can lead to pain and deformity of the breast (Steiert, et al., 2013)."Extrusion represents potential complications associated with the use of breast implants, it involves the implant coming through the skin, normally through the incision where it¿s been placed. Extrusion can happen for several reasons, such as the skin over the implant thinned too much leaving too little coverage for the implant, the implant used is too large, the incision did not heal well and broke open. Implant exposure due to poor tissue coverage frequently obligates the surgeon to remove the breast implant and begin anew (Gargano, Ciminello & De Santis, 2009)"."Early seroma formation is defined as periprosthetic fluid accumulation within the first postoperative year, whereas the late form is any moment beyond that time (Sforza, et al. 2017)"."Hematoma significantly increased the risk of contracture (Handel, et al.2006)"¿Breast hematoma is one complication in which the risk factors remain unknown. Hematomas frequently present within the first week after surgery, with significant pain and breast enlargement. Breast hematomas may acutely become large enough to warrant surgical drainage and hemostasis.¿ (Collins, & Verheyden, 2012)".Per our Directions for use, each patient must receive the Establishment Labs S.A. ¿Motiva Implants®: Information for the Patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in Motiva® website: ifu.motiva.healthThe instructions for use in the Directions for Use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows:Seroma:"Seroma¿is¿an¿accumulation¿of¿fluid¿that¿results¿from¿tissue¿inflammation.¿The¿etiology¿of¿seroma¿is¿known¿in¿breast¿surgery¿and¿is¿connected¿to¿a¿hypovascular¿milieu¿or¿trauma¿following¿the¿surgery. Often,¿seromas¿are¿reabsorbed¿by¿the¿body¿over¿several¿weeks,¿but¿needle¿drainage¿is¿sometimes¿needed¿to¿remove¿the¿fluid.¿While¿seromas¿do¿not¿increase¿breast¿cancer¿risk,¿they¿sometimes¿heal¿with¿scar¿tissue¿or¿calcifications¿that¿can¿raise¿a¿concern¿about¿mammograms¿in¿the¿future.¿Seroma¿symptoms most¿often¿appear¿a¿week¿to¿10¿days¿after¿surgery;¿the¿area¿may¿feel¿tender¿and¿swollen,¿with¿a¿discrete¿lump¿and¿redness¿arising¿within¿a¿day¿or¿two.¿Early¿seroma¿formation¿is¿defined¿as¿periprosthetic¿fluid¿accumulation¿within¿the¿first¿postoperative¿year,¿whereas¿the¿late¿form¿is¿any¿moment¿beyond¿that¿time. In¿addition¿to¿causing¿pain,¿a¿seroma¿increases¿the¿risk¿of¿developing¿an¿infection¿in¿the¿breast.¿Depending¿on¿the¿location,¿it¿may¿also¿increase¿pressure¿over¿the¿surgical¿site¿and¿sometimes¿cause¿wound¿dehiscence".Extrusion:"Breast implant extrusion, or breast implant exposure, occurs when the breast skin and tissues that are holding the implant fail, causing the implant to protrude through the skin and become exposed. It happens in less than 2% of patients; it is shortly after breast augmentation or down the road. Breast implant extrusion can occur for various reasons, such as improper wound healing due to an infection, trauma, too little soft-tissue coverage, oversized implant coupled with too little tissue coverage, or lack of blood supply. Breast-implant extrusion calls for surgery and removal of the implant".Dehiscence:"Surgical wound dehiscence (SWD) is the separation of the margins of a closed surgical incision that has been made in skin, with or without exposure or protrusion of underlying tissue, organs or implants. Separation may occur at single or multiple regions, or involve the full length of the incision, and may affect some or all tissue layers. A dehisced incision may or may not display clinical signs and symptoms of infection".Infection:"Signs of acute infection reported in association with breast tissue expanders include edema, erythema, tenderness, pain, and fever. As with other invasive surgeries, Toxic Shock Syndrome (TSS), a life-threatening condition, has been reported in rare instances following breast implant surgery. Symptoms of TSS occur suddenly and can include high fever (102°F (38.8°C) or higher), vomiting, diarrhea, sunburn-like rash, red eyes, dizziness, lightheadedness, muscle aches, and drops in blood pressure, which may cause fainting. Patients should immediately contact their physician for diagnosis and treatment if any of these symptoms occur."Hematoma:"A hematoma is a collection of blood within the breast tissue. Hematomas are one of the several complications that may follow a breast-augmentation procedure. Symptoms of hematomas generally include swelling, bruising and pain around the incision area. While most hematomas are small and will completely drain on their own and the blood re-absorbs into the body, those patients that are experiencing moderate to severe pain should undergo a follow-up visit. Most hematomas will either resolve on their own or will only require draining. Drains are small surgical tubes that lead out of the breast with a small bulb attached to collect blood and other fluids".In addition, a review of the Device History Record was conducted, and it was concluded that there were no deviations in the manufacturing process of this device that would have caused or contributed to this incident.